Manufacturer narrative:
Additional information was received that at this point in time the surgery has not been approved or scheduled however if further information becomes available at a later date the report shall be updated. It is indicated that the device will not be returned for evaluation as it remains implanted in the patient therefore the complaint investigation site could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging. The patient had undergone a revision procedure and it is unknown if electrocautery was used during that procedure. An analysis of the ipg database revealed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging. The patient had undergone a revision procedure and it is unknown if electrocautery was used during that procedure. An analysis of the ipg database revealed premature battery depletion. The patient will undergo an ipg replacement procedure. Additional information was received that at this point in time the surgery has not been approved or scheduled however if further information becomes available at a later date the report shall be updated. Additional information was received that the patient experienced sharp zapping sensation. Reprogramming was attempted, however the patient felt an uncomfortable sensation. It was noted during a review of the ipg database that two high impedance contacts were identified in port a and one intermittently low impedance contact was identified in port d.

Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging. The patient had undergone a revision procedure and it is unknown if electrocautery was used during that procedure. An analysis of the ipg database revealed premature battery depletion. The patient will undergo an ipg replacement procedure. Additional information was received that at this point in time the surgery has not been approved or scheduled however if further information becomes available at a later date the report shall be updated. It is indicated that the device will not be returned for evaluation as it remains implanted in the patient therefore the complaint investigation site could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Additional information was received that the patient experienced sharp zapping sensation. Reprogramming was attempted, however the patient felt an uncomfortable sensation. It was noted during a review of the ipg database that two high impedance contacts were identified in port a and one intermittently low impedance contact was identified in port d. Additional information was received that the patient underwent a procedure in which the ipg was replaced. The explanted ipg will not be returned as the patient requested to keep it. The patient is expected to fully recover.

Event description:
A report was received that the patient was experiencing difficulty charging and frequent charging. The patient had undergone a revision procedure and it is unknown if electrocautery was used during that procedure. An analysis of the ipg database revealed premature battery depletion. The patient will undergo an ipg replacement procedure.